Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was in use when it alarmed for system error code 255-16-275 message and stopped infusing. Biomed checked the error logs and found error 800.800 in the pcu error log with no errors noted for the pump modules. The customer further stated that there was no patient harm.

Manufacturer narrative:
Additional information added to: d4, d10 & d11 the customer¿s report that the system alarmed for system error code 255-16-275 was confirmed during review of the logs and was replicated during testing. Results from a review of the pcu event log identified an infusion of lactaid ringers instead of the reported medication (vancomycin) programmed on (B)(6)2019 at 3:19am. The infusion was programmed at a rate: 999ml/h with a vtbi of 250ml. A flo stop open alarm was received at 3:19am, and then the infusion was started. The infusion completed at 3:34:54 am and the system was powered down at 8:26:15 am. Completed and reported system error code occurred. The software failure was replicated by performing the lvp system error 255-16-275 test method. Test results: the infusion program completed to kvo (still infusing) and displayed ¿system error, code 255-16-275 including the display of a communication error. The root cause was found to be the result of software anomaly when the user selects two functions at the same time or in rapid succession.

Event description:
It was reported that the device was in use when it alarmed for system error code 255-16-275 message and stopped infusing vancomycin 1.5gm/nss 500ml. Biomed checked the error logs and found error 800.800 in the pcu error log with no errors noted for the pump modules which were released back into service. The customer further stated that there was no patient impact.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the device was in use when it alarmed for system error code 255-16-275 message and stopped infusing vancomycin 1.5gm/nss 500ml. Biomed checked the error logs and found error 800.800 in the pcu error log with no errors noted for the pump modules which were released back into service. The customer further stated that there was no patient impact.